Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 254 mg/dl and 130 mg/dl within 10 minutes on the active system. Later that day he received results of 158 mg/dl and 91 mg/dl within 10 minutes on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.